Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The device was confirmed to be manufactured by terumo medical corporation and based on the allegation and lot number, the complaint was confirmed for the reported issue of sheath and locator connection. The component connection between sheath and locator was impaired. Device history records for the lot were reviewed and it was determined that the device was released in conforming condition per the documented release records. The exact cause of the issue cannot be determined but it is likely that distortion in plastic features on the mating area between two components led to mating insufficiency.

Event description:
The user facility reported that the involved angio-seal device was used in a vascular surgery, and the button could not be tightened well, and blood leakage happened. There was no patient injury and/or required medical or surgical intervention. Blood loss less than 250 cc. A 6 fr sheath was used in peripheral interventional surgery. An angiography was performed prior to use this product. There were no difficulties with insertion arterial access, sheath, guide wire or catheter. The preoperative condition of the patient was good. The approximate blood loss was about 70 ml. Hemostasis was achieved by compression.